Manufacturer narrative:
Additional information was requested and on august 19, 2016 the following was received: according to the reporter (patient): "one year of healing, and starting over again. The picture shows a 1x1 1/2 patch was healed over but just popped of one night, you could see the crisscross pattern still on the back... It smelled horrible." Product ID not provided. Integra has completed their internal investigation on august 23, 2016. The investigation included: methods: review of device history records. Review of complaints history. Results: product not returned so evaluation unable to be performed. Therefore, investigation for cause cannot be performed. DHR review; unable to be reviewed as lot number was unavailable. Complaints history; including this complaint, there has been one complaint of this type out of (B)(4) units of this product line created in the last two years. This complaint is not adversely trending. Conclusion: root cause unable to be determined.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
Per sus voluntary event report # mw5063247 patient reports having a skin graft (primatrix bovine) on front of the foot for almost a year and wound has not healed, is peeled off and is foul. It is separate at the graft level and patient still can make out the diamond pattern. Patient is worried about having a rejection issue with non-human products. No more information available.